Manufacturer narrative:
This report is for an unk - nail head elem: tfna helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, the patient underwent open reduction internal fixation surgery for fracture of proximal femur with tfna implants in question. Procedure was completed successfully without any surgical delay. After the surgery, the patient complained of pain in the femur, so an x-ray was taken, which revealed cut-out. A head prosthesis replacement or total hip arthroplasty is planned after removal of the tfna implants. Reoperation will result in a burden on the patient, including induction of anesthesia and skin incision. Concomitant device reported: unknown nail: tfna (part# unknown; lot# unknown; quantity: 1). Unknown screws: nail distal locking (part# unknown; lot# unknown; quantity: 1). This report is for one (1) unk - nail head elements: tfna helical blade. This is report 1 of 1 for complaint (B)(4).